Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the system locked prior to a vitrectomy procedure. The pt was in the surgical room and had received peribulbar anesthesia prior to the procedure being canceled. There was no harm to the pt.